Event description:
It was reported that the device was explanted after an implant duration of at least 181 months, due to severe mitral regurgitation. Information learned from implant patient registry and the operative report.

Manufacturer narrative:
Device not returned.

Event description:
The surgeon has disassociated the device from the event. Therefore, it has been determined that this is no longer a reportable event.